Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter had a leak at the catheter junction. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8079098. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. This lot of intima ii was manufactured in april of 2018; this is the second instance of this issue occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally, during the visual evaluation of the sample submitted for evaluation, a crack was observed in the catheter adapter that led to the observed leakage. After reviewing our manufacturing process, bd engineers have determined the most probable root cause for this event is abnormalities in the molding process. To mitigate the reoccurrence of this issue the molding process has been optimized, and bd is in the process of evaluating the results of these alterations.

Event description:
It was reported that a bd intima ii¿ IV catheter had a leak at the catheter junction. There was no report of exposure, serious injury, or medical intervention.